Manufacturer narrative:
The quality investigation is complete. Device not returned.

Event description:
It was reported that during a surgical procedure the device was smoking. The procedure was completed without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure the device was smoking. The procedure was completed without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.